Event description:
The baxter service tech reported the pump to have a failure code 703 during service testing. The hosp rep stated that there was no report of pt incident involving the pump since the last service event.